Manufacturer narrative:
On (B)(6) 2015, a tss conducted follow-up with the customer over-the-phone to address the reported event. Calibration was checked and the tss observed that the retention time was high. The quality control results were within range, so the tss advised the customer to perform the monthly procedure and provided the instructions. On (B)(6) 2015 on a follow-up call, the customer reported the results from the monthly procedure was 01. The cap survey was rerun and all results were within range, but they were still seeing p00 peaks on the survey. The customer reported that they had passed the american proficiency institute (api) survey. The customer requested and was provided information that the patients would not be elevated due to the cap results. The tss reminded the customer that the quality controls were within range and that the api survey was passed. Tss acknowledged a higher bias on the cap survey. The most probable cause of the reported event was due to a known cap bias. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2015, a customer reported that they failed their college of american pathologists (cap) survey with their g7 analyzer. The customer reported discrepant patient results. A technical support specialist (tss) spoke to the customer to troubleshoot the reported event which resulted in discrepant results. There was no indication of patient intervention or adverse health consequences due to the discrepant result reported.